Event description:
Customer reported: while checking the cuff pressure of the reported product, it was noticed that the valve mechanism in the pilot balloon was stuck and as a result the cuff of the tracheostomy became deflated. The information provided suggest that decannulation and recannulation of a replacement tube was required. Customer confirmed that no additional harm to the patient. Customer confirmed that no fault was identified during pretesting efforts.

Manufacturer narrative:
(B)(4). Customer has confirmed that no same will be made available for analysis. No sample is expected to be returned. Without the actual complaint sample, a full investigation cannot be completed therefore we are unable to determine the cause for this specific event. Customer did not provide lot number; without lot number, unable to determine the manufacture date. Manufacturing controls are in place to detect related issues and to reduce the potential for occurrence during the manufacturing process. Information of this nature is included in our database and monitored through trending.